Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, the surgeon did not manage to insert the pe in the corolla size 0. After a couple of attempts, he tried with other devices (same size) but it did not work either, as well as with another ringlock. Finally, after 20-25 min, he chose to use a different size of implant and then the surgery went smoothly, as usual. The event did not lead to patient adverse health consequence.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. G5 - the device is not a combination product. The device has been returned to the manufacturer and was analysed. The dimensional measures are conforming, and the event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products tess humeral reverse corolla size 0 p1700430, lot number 0001089125 were manufactured on 20 jan 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaint has been recorded on tess humeral reverse corolla size 0 p1700430, lot number 0001089125 within one year. With the available information, the exact root cause of the event could not be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. Also, a field safety notice has been sent to customers concerning impaction difficulties on tess reverse corollas. Please note that no device in the scope of this action had been distributed to the USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, the surgeon did not manage to insert the tess reversed humeral insert in the tess reversed corolla size 0 (this event is investigated in the current complaint). After a couple of attempts, he tried with other devices (same size) but it did not work either, as well as with another ringlock. (This event is investigated in (B)(4)) finally, after 20-25 min, he chose to use a different size of implant and then the surgery went smoothly, as usual. No adverse events have been reported as a result of the malfunction.